Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was 502 mg/dl. The customer reported that they had received the calibration not accepted and change sensor alarm. Troubleshooting was not performed for high blood glucose. The insulin pump and sensor will not be returned for analysis. Ozp-mmt-7020-snsr, frn-unk-rsvr, unomed set.